Manufacturer narrative:
The customer reported that the battery latch would not properly retain the battery within the unit. Upon return, the device was evaluated and underwent bench testing. The reported issue could not be confirmed. The AED operated as intended throughout testing.

Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED's asi is flashing red and their battery pack will not stay latched in their AED. They reported this did not occur during patient use.